Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 88 mg/dl. Customer stated her battery cap was so tight it was almost impossible to get the cap off. The customer was advised to insert a new aaa alkaline battery. Customer stated the display returned. Customer was advised that we will ship a replacement battery cap.